Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider states that the head spring bracket has bent where the head motor attaches to the head spring.